Event description:
Procedure: sils cholecystectomy. According to the report: the end of the shaft split and the instrument would not un-roticulate. Surgeon had to remove the 5mm sils port to remove the instrument. No blood loss or pt injury.

Manufacturer narrative:
(B) (4).